Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 19.8cm to 20.5cm from the connector pin. The rv cables were exposed, and the etfe coating was compromised. The insulation abrasion found is characteristic of lead friction to the ICD can.

Event description:
It was reported that the lead was exhibiting low impedance on the rv to can vector. An insulation break was observed upon explant.